Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, while attempting to ligate varices within the esophagus, a couple of bands "misfired." Reportedly, upon deployment, these bands released off to the side and missed the varices. The bands were left in the patient to pass naturally. The physician was able to complete the procedure using this speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additionally, the patient was noted as being "very phlegmy."

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.